Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away while connected to an unspecified cycler. It was reported that the cause of death "might be an arrhythmia associated with the dialysis". It was not reported if the patient was hospitalized prior to or during the event. There was no medical intervention reported. It was not reported if an autopsy was performed. No additional information was provided.

Manufacturer narrative:
The device was received for evaluation. A short simulated therapy was successfully performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Based on additional information received, the homechoice pro was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.